Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the database and inability to access the storage space configuration screen. The field service engineer found no access to anything in the storage space diagnostic screens and performed a full data sync to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the pyxis medstation es system, it had a storage space configuration no longer loading. The customer reported that an issue occurred when dispensing medications and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.